Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: not observed pain: unable to observe as it is a medical event that is not related to the device. Pruritus: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left "recall". Patient representative later reported left "enlarged lymph nodes in the neck and under the armpits after explanation", "pain, tenderness of the breast", "anxiety, increase risk of alcl", "itching in the cleavage", and unknown side "silicone bleeding". Patient representative also reported "fatigue", "headaches", "depression", "constant bladder infections" all non device related. The device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recall/anxiety, rupture.

Event description:
Patient reported left "recall". Patient representative later reported left "enlarged lymph nodes in the neck and under the armpits after explanation", "pain, tenderness of the breast", "anxiety, increase risk of alcl", "itching in the cleavage", and unknown side "silicone bleeding". Patient representative also reported "fatigue", "headaches", "depression", "constant bladder infections" all non device related. The device has been explanted.